Event description:
The customer reported that no auto-gloss was being delivered to the tube caps for piercing of the caps involving the unicel dxc 600 synchron system. The customer removed the cap piercer cover and discovered that auto-gloss was leaking out of a line. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) discovered that the auto-gloss was leaking from line 301. The fse replaced the tubing to resolve the leak and repair was verified per established procedures. Failure mode of the leak is attributed to line 301. (B)(4).